Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2011. Access was obtained at the left common femoral artery (lcfa) via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, with the aci sales professional present, chose the device to close the access site. It was reported that there was no complication during the procedure and the mynx successfully achieved hemostasis. The patient was ambulated and discharged without report of clinical sequela. Several days later (exact timeframe unknown), the patient presented back to the hospital with symptoms of claudication. The patient was admitted and an angiography was immediately taken which showed a total occlusion on the left distal popliteal artery. It was reported that a spider wire filter was deployed and an export aspiration catheter was used to capture the alleged mynx material. After several passes with the export catheter, the physician performed a balloon angioplasty of the popliteal artery which restored adequate flow. The patient was put on a tissue plasminogen activator (tpa) for an undetermined period of time and was reportedly discharged to home without further clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.